Manufacturer narrative:
The customer's meter was returned for investigation. Upon investigation of the returned meter, a defect in the display shows known damage due to strong heat exposure. This radiation destroys electronic components. The low power of the device's batteries can not cause such damage. The root cause was determined to be damage from electromagnetic radiation caused by customer mishandling.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer stated that the display on her coaguchek xs meter serial number (B)(4) was showing marks. The customer performed a display check and the result field showed "777" instead of "888". This could impact the interpretation of results. No adverse events were alleged to have occurred with the patient. The customer's product was requested for investigation and replacement product was sent to the customer.